Event description:
It was reported that the unspecified bd¿ intima-ii experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, at 14:54, the patient was undergoing enhanced CT, and during the high-pressure injection of iohexol, the closed intravenous indwelling needle burst in the last third, re-punctured, and explained to the patient.

Manufacturer narrative:
(B)(6). H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.